Manufacturer narrative:
Details of complaint: the nurse reported that the central nurse's stations (cns) was down for a short time from 11:48pm to 11:54pm. The biomedical engineer was called and when they arrived, the system was back up and running. This happened in both the med surg and ICU areas. Per the ICU charge nurse, the system came back up, but it had been "flickering" ever since. Unknown what happened and if single device, all device, or hardwire versus wireless. No patient harm reported. Investigation conclusion: although the root cause could not be determined, the issue has since been resolved with a new server. The issue was not related to individual patient monitoring devices, but rather networking related. Since the issue has not re-occurred, no CAPA is required.

Event description:
The nurse reported that the central nurse's stations (cns) was down for a short time from 11:48pm to 11:54pm. The biomedical engineer was called and when they arrived the system was back up and running. This happened in both the med surg and ICU areas. No patient harm reported.

Manufacturer narrative:
The nurse reported that the central nurse's stations (cns) was down for a short time from 11:48pm to 11:54pm. The biomedical engineer was called and when they arrived the system was back up and running. This happened in both the med surg and ICU areas. Per the ICU charge nurse, the system came back up, but it has been "flickering" ever since. Unknown what happened and if single device, all device or hardwire versus wireless. Nk is investigating this issue. No patient harm reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. Concomitant medical device information was requested from the customer, but it was not provided. Therefore this field contains no information (ni).

Event description:
The nurse reported that the central nurse's stations (cns) was down for a short time from 11:48pm to 11:54pm. The biomedical engineer was called and when they arrived the system was back up and running. This happened in both the med surg and ICU areas. No patient harm reported.